Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to ipg migrated. The patient underwent an ipg revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively. No device malfunction was suspected.